Event description:
The following has been reported by customer: the customer reports that the infused volume was lower than the programmed value. They also state that no harm occurred to the patient. Pump log has already been requested. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.